Event description:
It was reported that daughter¿s pump displayed malfunction code 12 since previous evening, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer¿s representative contacted technical support, who guided representative through pump reset, after which pump functioned normally, and representative was instructed to continue using pump and to call back if malfunction code returned.